Event description:
It was reported by service report that the headend left siderail was not moving up/down properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.